Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that holes were identified in three (3) clearlink continu-flo solution set drip chambers. The issue were found in the children¿s operating room (or). There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.